Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran the server downtime query and found the synchronization server was delayed by 97 minutes. The tss reviewed data synchronization debug logs and identified a structured query language (sql) pre-login handshake failure due to a communication issue. Login attempts to both the station and pyxis enterprise server failed with authentication errors. The tss performed port connectivity testing using knowledge article tsc tool: how to use test-pyxisports.ps1 to test station ports and confirmed all connections were timing out. The ports blocked causing loss of communication between station and server. The tss advised the customer that hospital information technology assistance was required to open necessary ports. The customer coordinated with hit and the station was verified to be communicating successfully with current upload, download, and heartbeat statuses. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over. However, there were no delay to patient care and adverse events or injuries reported based on this incident.